Event description:
Information was received from a manufacturer representative regarding a patient who was being implanted with a lead for an external neurostimulator (ens) for unknown indications for use. It was reported that they were at a basic evaluation case today. Caller reports the lead was in the patient's foramen, back out of the skin, removed the stylet, the stylet would not come out and had stretched the lead. Caller reports physician had to pull everything out. Reviewed lead was being sent back foranalysis. Caller reports patient was doing fine.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# 60517674 serial# implanted: explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: (B)(6), ubd: 27-nov-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: analysis of the lead (lot#: 60517674) revealed the body of the lead was stretched. Continuation of d10: product ID 306001 lot# 60517674 serial# unknown: product type screening device. Product ID neu_stylet_acc. Serial# unknown: product type accessory. Product ID 041838. Serial# unknown: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a representative. They reported on (B)(6) 2024 the lead was through the needle which was in patients' foramen. Stylet could not be pulled out of the lead; therefore, needle could not be removed. Everything had to be removed from patient.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. A supplemental report will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.